Manufacturer narrative:
Evaluation summary : it was caused due to a malfunction on the ccd driver pcb. This report is being filed as part of the pentax backlog management plan.

Event description:
Ccd drive pcb malfunction variable restate (vr)/data reset. The time of event is unknown. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.